Manufacturer narrative:
On 04-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and it was received in four (4) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis (left device) and a mentor memorygel breast implant 300cc gel breast prosthesis (right device) developed baker grade iii capsular contracture in both of her breasts post implantation. Additionally, rupture of the right breast prosthesis was diagnosed via mammogram. As a result, the patient underwent bilateral explantation and replacement with unknown breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2022, mentor received additional information about the event: - the patient¿s replacement breast prostheses are mentor memorygel breast implant 400cc gel breast prostheses. - it was reported that both of the patient¿s breast prostheses were ruptured. For this report for the patient¿s left breast prosthesis, block b1 is product problem has been checked, and block h6 medical device problem code has been updated to material rupture (a0412). Manufacturer¿s reference number: (B)(4).